Manufacturer narrative:
Method: no testing methods performed; results: no results available since no evaluation performed; conclusions #1: unable to confirm complaint; conclusions #2: device not returned. The sample was not returned and the lot number of the affected product was not provided; therefore, a complete investigation could not be performed for this event and this event is not confirmed. This event is associated with a voluntary safety alert submitted by terumo on december 8, 2015. The safety alert number is 1124841-12/08/2015-004-c. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems corporation that during cardiopulmonary bypass, an error message was displayed on the monitor stating "h/s has come off the cuvette". There were no issues during prime; however the error message appeared during blood circulation. The cuvette was reconnected but there were no improvements. This event is associated with a voluntary safety alert distributed by terumo on december 8, 2015. The safety alert number is 1124841-12/08/2015-004-c. *no known impact or consequence to patient. *unknown if product was changed out. *surgery was completed successfully.